Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm in length target lesion was located in the moderately tortuous and calcified 2.5mm in diameter left anterior descending (lad) artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the proximal end of the stent struts were lifted up due to scratch with the lesion in the distal end of the lad artery. The procedure was completed with another of same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Stent struts from the proximal end were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found a kink located 10.7cm proximal to the distal end of the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm in length target lesion was located in the moderately tortuous and calcified 2.5mm in diameter left anterior descending (lad) artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the proximal end of the stent struts were lifted up due to scratch with the lesion in the distal end of the lad artery. The procedure was completed with another of same device. There were no patient complications reported and the patient's condition was stable.